Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to the manufacturer.

Event description:
On 30th july, 2021 getinge received the information that the load fell from the cart due to broken stop pin. While the issue occurred the cart was used with the 86 - series washer disinfector with the model number 8668. There was no injury or damage reported, however we decided to report the issue based on a potential as the load falling off the cart could bring a hazardous situation for the operator and lead to serious body injury if the situation was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that the complaint is one of several reported with the allegation about cart, rack or instruments falling or nearly falling from the manual trolley due to the various reasons, registered for accessories used with getinge disinfection ab devices reported to company¿s complaint handling system within last 5 years. As it was provided in the complaint record, the device involved was a manual trolley. Serial number of trolley from which the rack has fallen is (B)(6) and it was manufactured in december 2020 by getinge sterilization ab. At the time of event occurrence, it was used together with washer disinfector 8668, with serial number (B)(6), catalog number s-86682003-ctom and UDI number (B)(4). The device was manufactured on 27th january, 2021 and installed in the facility on 19th may 2021. The washer disinfector is under warranty. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. During the investigation, it was found that in the past the reported scenario has led to serious injury. It was established that when the event occurred, the manual trolley, which is used as a system, with washer disinfector 8668 did not meet its specification. We were also able to establish, that the pin installed on the trolley was missing and it consequently led to the situation when the cart fell off and onto the ground. A getinge service technician visited the customer site, resolved the problem, replaced the pin and returned the device for usage ¿ it is now fully operational. We believe that devices in the market are performing correctly overall. Given the circumstances we shall continue to monitor for any further events of this nature.

Event description:
Manufacturer reference number: (B)(4)